Event description:
Unomedical reference number (B)(4) event occurred in united states it was reported that on (B)(4) 2024 the patient faced a 3 infusion set cannula was bent within 3 or more hours of insertion with blood glucose level of 400 mg/dl. The insertion site of the infusion site was at abdomen. Furthermore, the customer confirmed that he replaced the infusion set and resume insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-03838 - device 1 of 3.